Manufacturer narrative:
Inspections results: returned lenses returned opened very dirty. Conclusions: confirmed as incorrect diameter.

Event description:
Coopervision was informed that "the user had to go to hospital and the doctor noted corneal laceration. Opened lenses were returned and noted as "dirty". Diameter issue. No evidence of complication. Term laceration/abrasion could be interchangeable or not interchangeable. There is no additional information. Additional information had been requested. The complaint is unconfirmed. This report is filed with an abundance of caution .